Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 530 mg/dl at the time of incident and current blood glucose was 132 mg/dl. Blood glucose level was 530 mg/dl at the time of hospital admission. The customer was treated with manual injection and insulin drip. The insulin pump will not be returned for analysis.